Event description:
The customer received a blood glucose reading of 550mg/dl on the contour next and was hospitalized. He experienced nausea and chest pains. He was given medication but could not remember specific treatment or any additional blood results. The customer was released from the hospital on the day of the call. The customer had no strips left and provided meter information only. Replacement meter was sent to the customer.